Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle of universal cord was interrupted and weakened. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for the abnormal image, this event is caused by a component failure of the electrical component. For the light guide bundle of universal cord, this event is caused by a component failure of the lg bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head displayed an abnormal image during reprocessing. There were no reports of patient involvement.